Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated severe pain with daily activities and intercourse, urinary incontinence, physical deformity, and the loss of ability to perform sexually. Additional information received on 04/24/2021. Chronic constipation, possible rectal prolapse or hemorrhoids, mesh exposure. Mesh exposure, dyspareunia and levator spasm. Eroded supris sling, and partner discomfort with intercourse, persistent sui, chronic bacteriuria and hematuria and constipation, fecal incontinence. Anal exam for possible rectal prolapse¿ postoperative diagnosis of left external hemorrhoid; internal hemorrhoids, multifocal and distal to dentate line. Possible partial thickness prolapse/internal hemorrhoid. On (B)(6) 2016 - excision of vaginal mesh (supris). No other adverse patient effects were reported.